Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: mc1avr1-delsys / expiration date: 28-oct-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Device: mfg date: 28-may-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced perforation. The leadless implantable pulse generator (ipg) exhibited unacceptable threshold. The ipg was recaptured and removed from body to inspect deployment and recapture mechanism. The perforation was then realized when the micra was extracted from the body. During repair of perforation via sternotomy and drainage the patient died.